Event description:
It was reported while using the antisera, all groups, salmonella spp. An unspecified number of patient samples failed to agglutinate. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: no return samples were received to investigate this complaint. To investigate the complaint on catalog 228161, lot 4270060, according to the products instructions for use, using available culture representing salmonella o antiserum factor 7 group c1. For the antiserum test, a portion of the culture was removed from the agar plate and mixed into one drop of antiserum on a slide. In addition, the culture was tested in a drop of saline to check for roughness. Each slide was rotated for one minute before reading the reaction. Results were as follows: 4+ reactions were observed at undiluted. No reactivity was observed when the culture was tested in saline. Based on the testing performed the complaint was not confirmed. To further investigate the batch history record of the product lot was reviewed. The batch history record review indicated no discrepancies, and all release testing was satisfactory. Complaint trends were also reviewed covering a three-year period. There have been no other complaints received on the lot number in the period reviewed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the antisera, all groups, salmonella spp. An unspecified number of patient samples failed to agglutinate. No health impact or consequence reported.